Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that the as lvp 20d 2ss cv experienced flow issues. The following information was provided by the initial reporter: (B)(6)2021 09:52 am vanco was hung around 8p. Rn programmed pump to resume ivf when completion of vanco med. Pump beeped and another rn went into the room and reset the pump. She did not notify primary rn. When primary went back in to check on patient, she noted that vanco bag was full. D.1. Medical device brand name: as lvp 20d 2ss cv d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana) d.4. Medical device catalog #: 2420-0007 d.4. Unique identifier (UDI) #: (B)(6) g.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana) g.4. PMA / 510(k)#: k944320 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/28/2021 h.6. Investigation: sample was returned and tested. Testing showed the administration set did not backflow from the secondary to the primary. The customer complaint that there was back flow could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10

Event description:
It was reported that the as lvp 20d 2ss cv experienced flow issues. The following information was provided by the initial reporter: (B)(6) 2021 09:52 am vanco was hung around 8p. Rn programmed pump to resume ivf when completion of vanco med. Pump beeped and another rn went into the room and reset the pump. She did not notify primary rn. When primary went back in to check on patient, she noted that vanco bag was full.

Manufacturer narrative:
Unknown manufacturer: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues. The following information was provided by the initial reporter: (B)(6) 2021 09:52 am vanco was hung around 8p. Rn programmed pump to resume ivf when completion of vanco med. Pump beeped and another rn went into the room and reset the pump. She did not notify primary rn. When primary went back in to check on patient, she noted that vanco bag was full.